Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with highlander balloon catheter of the same diameter. No patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 44mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 2mm x 40mm x 144cm coyote otw balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with highlander balloon catheter of the same diameter. No patient injuries reported, and the patient condition was good post-procedure.